Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no injury to the patient reported. No further information provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the metal cap exhibits melting at the output window location; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4)..

Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿alarm code, footswitch blocked, fiber on standby¿ at 170,000 joules and 27:00 minutes of usage, surgery finished with second fiber. Patient outcome: there was no injury to the patient reported.